Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag console showed a battery fault alarm (battery module fail: b1) during regular battery maintenance after a new internal battery was inserted into the console on (B)(6) 2025. The non-functioning centrimag battery was replaced with another battery on (B)(6) 2025, and the battery maintenance procedure was repeated. The console did not show any error anymore.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a b1: battery module alarm was confirmed via analysis of the submitted photo. Inspection of the submitted photo revealed that a b1: battery was active. Additional information provided communicated that product would be returning for analysis; however, to date, no products have been returned for analysis. This file will be reopened with further analysis, if any products are returned at a later date. A manufacturing analysis task was completed to further investigate the issue of battery alarms occurring due to the internal battery not passing battery maintenance testing. Per the investigation, no issues were identified that would indicate a manufacturing related root cause. The root cause of the reported event could not be conclusively determined through this analysis. Similar events will continue to be closely monitored. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the internal battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) and operating manual can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 3 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.